Event description:
A (B)(6) patient underwent nanoknife ire treatment to the liver on (B)(6) 2010. An event was reported following this procedure. The patient experienced urinary retention and was kept another day for monitoring.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics in regard to this event, therefore a device complaint evaluation was not conducted. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database showed that the generator was serviced around the time of this issue. The origin of that service would not have caused the reported clinical event. The cause of the urinary retention could not be determined. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).